Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported their recharging frequency gradually went from once a month, to every few weeks, to once a week, to every other day, to every night. It was confirmed the consumer wasn't using higher settings, had never been in overdischarge, and never saw any other screens. The consumer was redirected to their healthcare provider (hcp) regarding the recharging frequency. No patient symptoms were reported and no further complications were reported/anticipated.